Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An employee from the outreach program was informed that the customer had passed away in the beginning of (B)(6) 2015. No details were provided as the phone call was for survey completion purposes. The decedent's spouse did not provide cause of death. The customer was not wearing the insulin pump at the time of death. The spouse reported that the insulin pump and sensor system was used by the customer for approximately one and a half weeks and then he stopped using it. No further information is available at this time.